Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that prior to use, the cuff did not inflate. There is no patient involvement reported.

Manufacturer narrative:
(B)(4). The returned sample was tested. It was confirmed that the cuff presented a small tear during the inflation/deflation testing. The manufacturing process was reviewed and it was verified that 100% visual and functional inflation/deflation tests are conducted during several steps in the manufacturing process that would identify a tear or leaks prior to releasing the product for distribution. The origin of the tear in the cuff cannot be determined. The instructions for use offer guidance on pre-testing related to the cuff prior to use.